Manufacturer narrative:
The reported event of noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Event description:
Related manufacturer report number: 2017865-2023-13439 additional information received notes that the atrial and right ventricular (rv) leads were explanted and replaced. There were no patient consequences.

Event description:
Related manufacturer report number: 2017865-2023-13439. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial and right ventricular (rv) leads. Programming changes were performed on the rv lead. There were no patient consequences.